Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that the ultrathane simp-loc locking loop multipurpose drainage catheter pulled apart in the user's hand while being used. No force was being used when it broke. There were no reported injuries or additional medical intervention.